Manufacturer narrative:
The insulin pump failed the displacement test and gave an error alarm due to an out phase motor encoder signal.

Event description:
The customer called to report an error alarm after exposing the insulin pump to an MRI scan. Advised that the insulin pump would be replaced. Nothing further was reported.